Event description:
It was reported that a revision surgery was performed due to loosening of the implant.

Manufacturer narrative:
Visual examination found that the insert appeared to be fully locked into the baseplate based. The insert did not move with the application of manual force. There was cement that appeared well adhered to the bone-contacting surface of the tibial baseplate since it did not move with the application of manual force. The bone-contacting surface of the tibial baseplate showed deformation which may have been caused during removal of the device. The articulating condylar surfaces of the insert showed signs of burnishing, deformation, and scratches. These features may indicate the presence of third body debris in the joint. The presence of third body debris may have contributed to the reported loosening. No material or manufacturing deviations were visually observed during this investigation. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.